Event description:
My daughter is an insulin dependent diabetic. While filling a bd 3/10 8mm 31g syringe with insulin, one day, I, her mother, noticed that the markings on the barrel of the syringe had inaccurate graduation marks such that an incorrect amount too much insulin would have been delivered. Prior to this event, my daughter had experience several severe low blood sugars over a period of a couple of months, that were unexplained causing us to suspect that other syringes have had this problem. I reported the lot to the MFR -becton-dickinson-. I found several syringes with this problem in lot # 8287511. I reordered from our supplier, a mail-order pharmacy. I was very careful to inspect each syringe in this new batch and discovered the problem also existed in this new lot -#9077133- 32 of the syringes exhibited this problem of inaccurate graduation markings. This clearly tells me that company has a problem with their quality control. This problem could potentially be life threatening -especially to small children- if too much insulin is delivered to the body from an incorrectly marked syringe. Dose or amount: variable, route: sq. Dates of use: 2009. Diagnosis or reason for use: type 1 insulin dependent diabetes.